Event description:
It was reported by the patient's relative that the patient with an implantable pulse generator (ipg) died five years after the implant of the device system. The relative stated that the ipg obviously did not work since the patient died. The device function was discussed with the relative and that the patient's doctors should be contacted. Follow up with the cardiologist revealed that the patient had not been seen in the clinic since the implant five years ago and no follow up or death information was known.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.